Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power) was confirmed. As received, the charger would not power on. Upon evaluation, the d601 component was detached from the bedside board. The cause of the inability to power on is the damaged component. The root cause of the damaged component is mechanical shock from physical impact. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger indicating that it would not power on.